Event description:
During a paroxysmal atrial fibrillation, a farawave was selected for use. During preparation of the device there were no noted issues. During procedure, the tech noticed that there was fluid dripping from the luer lock hub for catheter irrigation. When she inspected the drip the luer lock became detached from the catheter. The physician was notified immediately, the catheter was replaced, and the procedure was completed without patient complications. The device is expected to be returned.

Manufacturer narrative:
The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.